Event description:
The customer reported that they were getting lines in the image. The problem was related to the battery component. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The battery was returned and tested. The battery had exceeded the recommended charging cycle. The battery worked fine, but would not hold a charge for the recommended time. (B)(4).